Event description:
Patient reported right side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3

Manufacturer narrative:
Continued: b3 - partial date april 2024. Additional, changed, and/or corrected data: a.2., a.6., b.3., b.5., d.4., d.6a., g.2., h.4.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported and confirmed capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device remains implanted.